Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc- catheter separated after placement. During the process of establishing an intravenous access for the patient, the nurse noticed that the needle tip was stuck. When attempting to remove the inner steel needle, it did not glide smoothly and encountered resistance. Blood flow was not smooth, and after removing the needle, it was found that the middle section of the closed-system intravenous catheter had separated from the steel needle, the puncture failed, resulting in bleeding, and the intravenous access had to be reestablished.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective sample and photos have been received for the complaint. 2. DHR/bhr review (lot#4258123): 1) this batch of products were assembled at intima ii auto line 3 in nov 2024 and packaged at r240 & cfs package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional tests: 1) taken for the lie distance test, and the test result is within the product specifications. 2) penetration force test is performed, in which the needle tip force, catheter tip force and catheter drag force are all within the product specifications. 3) taken for needle core removal force test, and the test result is within the product specifications. 4. The occurrence of the complaint may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 5. When using this product, the manual indicates: before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample has been received for further testing, and the usage of the sample is unknown, so the root cause of the complained defects cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.